Event description:
The facility reported a colleague pump with failure code 808:02. It was not specified when reported condition occurred. There was no documented patient injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During baxter quality engineering review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).